Event description:
It was reported to ge that an infant experienced esophageal or abdominal bleeding following examination with the subject device. Other devices not associated with this device were also placed in the pt's esophagus during the procedure. There was no conclusive indication as to what may have caused the bleeding. There was no indication of device malfunction. Subsequent procedures were performed with the device without difficulty.